Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd syringe. The following information was provided by the initial reporter: nicu staff have reported having issues with the syringe module reading the volume in the syringe, they stated this has happened frequently with the 20 ml syringes used for acyclovir, most recently the syringe appeared to have 14 ml of medication but was being read as 13.4 ml by the syringe module. This is requiring them to have to override a reason for giving a partial dose with interoperability in the emr or not using interoperability. They stated they have also noticed this issue with all syringe sizes.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.